Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 111 mg/dl at the time of incident. The customer stated that they had high blood glucose of 405 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. Troubleshooting was done for no delivery alarm. The customer stated that the insulin did exit and the no delivery alarm did not recur. The insulin pump will not be returned for analysis.